Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the complaint device sddrive screwdriver shaft t8 105mm (product code: 314.467, lot number: h055311 ) was returned for investigation. The tip of the driver was stripped and discolored. The markings on the device had started to fade as well. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: according to relevant drawing outer diameter of the driver was measured and found to be conforming. Conclusion: the driver tip was stripped and discolored, hence the complaint was confirmed. A definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 314.467. Synthes lot # h055311. Supplier lot # release to warehouse date: 25 may 2016. Manufactured by synthes monument: no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Additional procode: kwq, nkg. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a distal radius procedure, a t8 screwdriver shaft appeared to be worn and did not retain the screw. There was no surgical delay. The procedure successfully completed. There was no patient consequence. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).